Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station screen turned black and unable to turn on. The customer reported that the malfunction resulted delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. The field service engineer replaced the controller board for the full-height cubie controller in drawer 4 main to resolve the issue. The system functioned as intended after the field service engineer repaired the device.